Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that patient was in the emergency department "coding". He was resuscitated with fresh frozen plasma and permeable reactive barriers emergently. Reported to have dark black emesis, but no other sources of bleeding were found. The patient was also suspected to be aspirated.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.